Manufacturer narrative:
Additional information was requested and on oct/09/2015, the following was received: the device was in contact with the patient, no injury or death alleged. There was no consequence on the patient. No x-ray was necessary as the surgeon managed to take off the broken part. Event did not lead to an increase of surgery time, the procedure went ahead as planned with another device. Integra has completed their internal investigation on 10/08/2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; the fixed jaw is broken. The fragment was recovered during surgery but not returned. The observation of the fracture area with a microscope does not show defect of the material. DHR review; no nonconformity for this lot. No manufacturing issues were detected. Manufactured on jul2005. Complaints history; no complaint for this lot. Conclusion: the device was manufactured on 2005 and no maintenance was performed by the integra (B)(4) service and repair. Considering the age of the instrument, the absence of defects highlighted during the investigation and the absence maintenance by integra (B)(4), we can reasonably conclude that this event is due to a metal fatigue which is the consequence of a normal wear-out. Therefore, we consider that the event is not attributable to integra (B)(4).

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The lower knife of the scissors broke during an endonasal surgery. Surgeon has to find part in the patient's nasal area. No consequence on patient, but there is risk of a lesion when retrieving the broken part.